Event description:
Pt was given an epidural post-op for pain control. While the pt was being treated in the ICU, the epidural had come apart at the yellow connector. The staff had previously taped the clamp closed, but it still came apart this add'l time. This caused the pt to have the epidural removed and an increase risk for infection. Add'l treatment was given for his pain control.